Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed in 2010 (patient's age is unknown). According to the complainant, during the procedure, the physician fed the introducer over the guidewire and as they were pulling it through the patient's mouth the introducer got hung up on the incision site. The incision site was of proper size. The introducer tip was blunt and it crimped. The physician pulled the peg through, by making the incision larger. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.